Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips authorized service personal (asp) evaluated the device and found that the measurement board was faulty and replaced the board to resolve the issue. Analysis was performed and investigation has been completed. The engineer replaced the measurement board for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the heart rate was showing slow and abnormal. The device was in use on patient at time of event, there was no adverse event reported.